Event description:
Related manufacturer report number: 2017865-2023-16288. Related manufacturer report number: 2017865-2023-16290. It was reported that during a follow up in clinic, loss of capture and loss of sensing was noted on the right atrial (ra) lead, the right ventricular (rv), and the left ventricular (lv) lead. Diagnostic imaging was performed and dislodgement of the ra lead, the rv lead, and the lv lead was observed. The physician suspected the dislodgements were due to a fall the patient sustained unrelated to the system. A revision procedure was performed and the ra lead, the rv lead, the lv lead were successfully repositioned to resolve the event. The patient was in stable condition.